Event description:
It was indicated that, while refilling the pump, a partial pocket fill occurred with 3ml of the medication going under the skin. The healthcare provider (hcp) wanted to program the pump to minimum rate and keep it there for thirty minutes while monitoring her. He then indicated that he was going to restart the pump in two days. It was confirmed that 15ml of the drug was in the pump. The hcp felt that it was a little harder when he was trying to fill, then he stopped pushing. After verifying the position, he was able to inject everything back in, aspirating 5ml to ensure he was in the reservoir. The device system was being used to deliver bupivacaine and morphine. There were no patient symptoms reported and the outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
Concomitant: product ID 8590-1, lot# n454333, implanted: 2014-(B)(6), product type accessory. Product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).